Manufacturer narrative:
(B)(4). Evaluation: method: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion: cause of product problem cannot be determined. Analysis: product inspection shows the valve leaflets are flexible and the right and non-coronary cusps are intact. A large tear, measuring approximately 8-mm in length, is noted across the belly of the left cusps . The device damage seen appears consistent with puncture or laceration from a sharp instrument. Medtronic is unable to determine an exact cause for the device degradation seen, but it most likely occurred after the device left medtronic;s control. Review of the device history record shows the device met all mfg specifications, including multiple product inspections, prior to release to distribution. Conclusion: no pt event; valve was intra-operatively replaced. Unable to relate findings to a specific cause.

Event description:
Info received indicates the device was abandoned during implant, most likely due to a hole in one leaflet. The valve was intra-operatively replaced with no consequence reported for the pt.